Event description:
Patient called lfs on 2/2002 alleging that their meter was reading inaccurately low and it caused patient to go to the ER. The call was documented by cust. Serv. Rep. Another cust. Serv. Rep., spoke to patient on 21 days later, and they provided pt with the following information: in 2002, patient ate breakfast and took normal dose of diabetic medication. At around 9 o'clock in the morning, pt felt symptoms of weakness, "can't hardly stand up", and dazed (pt had these symptoms for a few days). Patient tested on their meter and got 133mg/dl. Tested right after and got 173mg/dl (unknown if tests were done pre or post breakfast). Family member drove patient to ER. Tested on ER meter, received 257mg/dl at 9:15am. Patient was given IV (unknown what kind) and "shots". Sent home at 10pm. Pt's doctor increased testing frequency to 2 times a day, and lowered blood pressure medication; did not adjust diabetic medication. When patient came home, they did not use their meter and was not testing until pt called lfs and received replacement continued to take diabetic pill. Patient states that doctor is adjusting their pills (blood pressure and cholesterol, as well as diabetes) one at a time to determine why patient still has symptoms of weakness, hunger, and dizziness. Meter passed control solution test. Requested return. Pt rarely performed control solution test and rarely cleaned meter. Patient provided results that person documented from their logbook.